Event description:
It was reported that upon pretest the balloon was inflated using the enclosed syringe in the kit. At that time the balloon and the tip of the syringe burst. There were no reported pt complications. Additional info received from (B)(6) on (B)(6)2010 stated the issue occurred a short time after insertion. The catheter was inserted. When the physician inflated the balloon, the balloon and the syringe burst. As a result, the catheter was removed and another ai-07135 was used without problems. This pt was not compromised.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. On (B)(6) 2010, the event was changed to reportable by regulatory. Follow-up report will be filed if additional info becomes available.